Event description:
It was reported that a guidewire fracture occurred. A 1.50mm rotablator plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the wire fractured near the burr, leaving part of it inside the advancer system. The rotawire and advancer with the burr were replaced. The procedure was completed with another of the same devices. No patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique.

Event description:
It was reported that a guidewire fracture occurred. A 1.50mm rotablator plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the wire fractured near the burr, leaving part of it inside the advancer system. The rotawire and advancer with the burr were replaced. The procedure was completed with another of the same devices. No patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a guidewire fracture occurred. A 1.50mm rotablator plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the wire fractured near the burr, leaving part of it inside the advancer system. The rotawire and advancer with the burr were replaced. The procedure was completed with another of the same devices. No patient complications reported.